Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis found that a partial lead was returned in two pieces. The insulation was abraded which exposed the re lumen at 2.9 - 3.5 cm and 4.0 cm - 6.0 cm from the distal tip.